Event description:
It was reported that the procedure was treating a mildly tortuous and moderately calcified lesion in the proximal circumflex coronary artery. The 3.0x30mm trek rx balloon dilatation catheter (bdc) was used for pre-dilatation; however, the bdc was retracted prior to the balloon fully deflating and the balloon separated from the shaft in the guiding catheter. The guiding catheter was pulled out of the anatomy with the separated portion. The pre-dilatation was successful and the procedure continued with successful stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect removal. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficult to remove with the guiding catheter could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The balloon dilatation catheter(bdc) was retracted prior to the balloon fully deflating and force was applied to remove the bdc. It should be noted that the trek rx instruction for use, preparation for use section, states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and /or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.